Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced adhesions. The pump of this ipp had tethered to one of the patient's testicles. The pump was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced adhesions. The pump of this ipp had tethered to one of the patient's testicles. The pump was explanted and replaced. No further patient complications reported.